Event description:
Caller reported a malfunction on the pump, identified with a malfunction code that was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by arranging for a replacement pump, advising the customer to use a multiple daily injection (mdi) method as a backup therapy.